Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had to seek medical attention with hyperglycemia. The patient's blood glucose levels reached 462 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include feeling jittery, anxious and foggy. The patient was treated with 2.5 units of insulin. The patient was released the following day. The pod was worn when seeking medical attention.